Manufacturer narrative:
Upon evaluation of the unit, the stryker service technician found that the footrest of the unit was stuck extended, and could not be lowered. Therefore, the alleged issue of the footrest not latching and popping open was not confirmed. The issue of a stuck footrest, unable to be lowered, is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported that the wall saver mechanisms have been bending, so that the latch will not hold and the recliner "pops open." No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the wall saver mechanisms have been bending, so that the latch will not hold and the recliner "pops open." No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.